Manufacturer narrative:
(B)(4) - (incorrect angel), (B)(4): the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed and the deployed clip was not returned. All external and internal observations of the device, fully slit sheath, delivery tube and retracted vessel locator were normal for an undamaged clip deployed device. The flex guide and vessel locator assembly was examined and were intact and undamaged. The device was redeployment tested, less the deployed clip, and the testing was successful with no detected malfunction to device deployment detected. The reported raising of the device to the improper deployment angle of 80 degrees is improper user technique according to the starclose se instructions for use that states: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. This likely contributed to the reported experience, but it could not be confirmed if it was the sole cause. Based on the investigation findings, the device performed according the specification and the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. It was also noted that before clip deployment, the physician raised the device not in a 60-70 degrees angle per the instructions of use, but mistakenly raised the device in an 80 degrees angle as the clip was deployed. There were no reported patient effects. No additional info was provided.